Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers were required maintenance. A field service engineer (fse) had found no lights on the boards for main 6.1 and 6.2 smart half-height. Fse used a multimeter and confirmed the drawer controller board on 6.1 and the module controller board had failed. Fse replaced the drawer controller board and the pyxis module controller board successfully, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.